Event description:
It was reported that "the patient had a groshong catheter implanted in 2021. On (B)(6) 2023, the catheter could not be removed when the groshong catheter was attempted to be removed. When the patency of the catheter was confirmed, there was no problem. CT examination was performed and revealed that the catheter had adhered to the vessel and had inserted into the right atrium. Considering the risk of removal, the doctor decided that the catheter remains inside of the patient's body and continues the follow-up observation. The health injury to the patient was unknown."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.